Manufacturer narrative:
The device has been evaluated but not yet repaired.

Event description:
The manufacturer received information alleging black particles were being emitted by a ventilator. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's air path foam was found to be loose and tangled in the blower motor. The device's air path assembly, blower assembly and flow sensor assembly will be replaced to address the issue.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. The manufacturer previously reported receiving information alleging black particles were being emitted by a ventilator. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's air path foam was found to be loose and tangled in the blower motor. The device's air path assembly, blower assembly and flow sensor assembly will be replaced to address the issue. The coding has been updated to reflect the fsn for sound abatement foam degradation.